Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported air in the tubing set at an unspecified location. The tubing set was replaced and therapy was resumed. The customer contact reported that no air was delivered to the pt. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.